Manufacturer narrative:
The customer indicated that samples would be returned; however, product has not yet been received for evaluation. The device history was reviewed and was acceptable. Review of the complaint database indicates this is the only reported complaint on this product code in over 24 months. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. An additional report will be submitted should information become available that impacts the outcome of smiths' investigation.

Event description:
The reporter stated that the tubing had a tear during use. There was no patient injury or treatment associated with this event.